Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Patient reported left side "my reconstruction surgery was completed on (B)(6) 2016 and I received notice that these were being recalled due to occurrence of bia-alcl on (B)(6) 2019." Healthcare professional later reported and confirmed rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "my reconstruction surgery was completed (B)(6) 2016 and I received notice that these were being recalled due to occurrence of bia-alcl in (B)(6) 2019." Healthcare professional later reported and confirmed rupture. The device has been explanted.